Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 405 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and confirmed that the customer was using the wrong insulin pump. Customer was able to locate the correct insulin pump with the correct serial number. Customer also reported to have experienced a high blood glucose of 405 mg/dl and will use the insulin pump for treatment. Customer declined high blood glucose troubleshooting. The insulin pump is not expected to return for analysis.